Manufacturer narrative:
An evaluation of the returned cannulated screw revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. The evaluation concluded no product problem exists. It was reported that replacement fixation was not implanted as the patient showed signs of interbody fusion form the initial alif procedure. This indicates the anchor appears to have been exposed to fatigue stresses beyond those for which it was designed or intended. Unknown clinical factors/circumstances related to either the patient or the procedure likely caused the screw to fracture and break. The provided instruction for use (ins-028) state; postoperative management: the illico mis posterior fixation system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Event description:
A (B)(6) male patient returned to the physician indicating he was experiencing pain due to the installed hardware. Revision surgery was conducted on (B)(6) 2014 to remove a previously implanted illico construct located at the l4-s1. Replacement fixation was not implanted as the patient showed signs of interbody fusion form the initial alif procedure performed (B)(6) 2014. Upon removal, the cannulated screw located at the right side of the patients s1 was found to have fractured midway of the threaded shaft. The proximal section was removed without issue while the distal threaded portion remains anchored within the sacrum (s1).